Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (moderate valvular calcification, complete rbbb, horizontal aorta) likely contributed to the av block post bav, the complete av block while in the ICU, and the subsequent ppm implant on pod3. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards transfemoral balloon catheter. Post bav, av block developed and persisted. Temporary pacing was initiated. A 23mm sapien 3 valve was deployed with 1ml less than nominal volume in a final 90:10 aortic/ventricular (a/v) position as intended. The procedure was completed and the patient was transferred to the ICU. While in the ICU, the av block turned into complete av block. During the night of postoperative day (pod) 3, a permanent pacemaker (ppm) was implanted due to a sensing failure of the temporary pacemaker and subsequent aggravation of heart failure. The patient¿s post procedure course was complicated by a cerebral infarction on pod4. On pod5, the patient expired. The cause of death was reported to cerebral infarction. Information regarding the native annular diameter was not provided. Moderate valvular calcification and no aortic root calcification was reported. The bav catheter was discard by the hospital and is not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00664.